Event description:
It was reported that approximately two years after the placement of the port device and during flushing, the patient alleged infiltration; experienced burning, stinging and swelling at the port site and the health care provide immediately stopped the infusion. Reportedly, an x-ray revealed that the catheter was fractured. It was further reported that the device was removed. The patient was reported to be in the stable condition.

Manufacturer narrative:
Manufacturer review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport clearview slim w 6 fr s/l polyurethane catheter was returned for evaluation. Visual, microscopic, tactile and functional testing were performed. A partially large circumferential I-crack at the 13 cm depth marking was noted with jagged edges on the sides and smooth on the top and bottom edges. A distinctive curve to the catheter was also noted. The investigation is confirmed for the alleged catheter fracture. More specifically, the fracture was identified to be typical of a failure due to flexural fatigue. The identified crack is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that approximately two years after the placement of the port device and during flushing, the patient alleged infiltration; experienced burning, stinging and swelling at the port site. Reportedly, an x-ray revealed that the catheter was fractured. It was further reported that the device was removed. The patient was reported to be in the stable condition.

Manufacturer narrative:
Manufacturer review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport clearview slim w 6 fr s/l polyurethane catheter was returned for evaluation. Visual, microscopic, tactile and functional testing were performed. A partially large circumferential I-crack at the 13 cm depth marking was noted with jagged edges on the sides and smooth on the top and bottom edges. A distinctive curve to the catheter was also noted. The investigation is confirmed for the alleged catheter fracture. More specifically, the fracture was identified to be typical of a failure due to flexural fatigue. The identified crack is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. Medical device - expiration date: 07/2018.

Event description:
It was reported that approximately two years after the placement of the port device and during the infusion of saline, the patient alleged infiltration and experienced burning, stinging and swelling at the port site. Reportedly, an x-ray revealed that the catheter was fractured. It was further reported that the device was removed. The patient was reported to be in the stable condition.